Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device's downstream occlusion (dso) seal was delaminated, the upstream occlusion seal was separating, and the air detector was damaged. The air detector and dso/uso seals were replaced to fix the issue.

Event description:
The device was returned due to missing a battery stabilizer and corroded battery door. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated, the upstream occlusion seal was separating, and the air detector was damaged. There was no patient involvement.